Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked lcd display window corners noted. Pump passed displacement test. (B)(4).

Event description:
The customer reported via phone call that there was cracked on the insulin pump case and there were some pieces missing on the reservoir side as well. The customer¿s blood glucose was unknown at the time of incident. Customer stated the insulin pump had cosmetic damage. Customer reported that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump was returned for analysis.